Event description:
Device 1 of 2. Reference MFR report: 3008829311-2017-01050. Additional information was received which indicated surgical intervention was undertaken and the ins was explanted and replaced. No action was taken with respect to the lead as the patient was receiving effective therapy.

Event description:
Device 1 of 2. Reference MFR report: 3008829311-2017-01050. It was reported the patient programmer displayed an error message indicating stimulation had been turned off. Diagnostics indicated impedance issues with the lead implanted at the l3 vertebral level. Reprogramming was unable to provide effective therapy with this lead. The lead placed at the l4 vertebral level is providing effective therapy. Additionally, the patient experiences pocket stimulation when leaning on the implantable neurostimulator (ins). Imaging may be done of the ins and surgical intervention may take place at a later date.